Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, fluid, elevated metal ion levels and metallosis. Review of invoice history confirms a revision procedure was performed on (B)(6) 2012. Legal counsel for patient further reports a second revision was performed on (B)(6) 2013 due to unknown reasons. No further information has been reported. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012, was due to acetabular cup loosening and presence of a pseudotumor. The operative notes confirm that the modular head, taper adapter, and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event was reported prior to this report for the same event on 3 mdrs (reference 1825034-2013-002732 / 02734).